Event description:
The customer observed a falsely elevated result while using the architect ca19-9xr assay. The customer provided the following results (unit of measure not provided): (B)(6) 2011: 15; (B)(6) 2012: 17.8; (B)(6) 2012: 17.6; (B)(6) 2012: 268.1 (falsely elevated); (B)(6) 2012: 20.5. The patient's medical history indicated they had a surgical resection of the hepatocellular carnioma in (B)(6) 2011, has diabetes and urinary tract calculi. In (B)(6) 2012, the patient had a renal stone. There was no adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using a representative lot, 14779m500 as the lot number in question was unknown. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 14779m500, was identified.